Manufacturer narrative:
This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Additional suspect medical device component involved in the event: model number/catalog number: sc-2138-50. Serial number: (B)(6). Batch/lot number: a16717. Model/catalog description: phase iii linear lead - 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2138-50. Serial number: (B)(6), batch/lot number: a16113, model/catalog description: phase iii linear lead - 50cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-55, serial number: (B)(6), batch/lot number: 123359, model/catalog description: lead extension kit, 55cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-55, serial number:(B)(6), batch/lot number: 120263, model/catalog description: lead extension kit, 55cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) migrated, and the associated lead demonstrated high impedance levels, resulting in inadequate pain relief for the patient. The patient underwent spinal cord stimulation (scs) explant procedure.